Event description:
It was reported that the infusion pump was programmed at 18.1 ml/hr to infuse tpn to a neonatal pt, how ever the pump delivered at a rate equivalent to 12 ml/hr. The additional pt intervention was required.